Manufacturer narrative:
Continuation of d10: product ID 8709sc (lot: n184286001); product type: 0184-catheter; implant date (B)(6) 2009; explant date (B)(6) 2026; product ID 8596sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2020; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) 15 mg/ml at 4.311 mg/day/7.557 mg/day via an implantable pump. It was reported that the healthcare provider (hcp) made the decision to explant due to concern that patient was not healing well from her initial pump replacement. No factors were identified as the cause. The hcp was unsure why the patient did not heal well.